Manufacturer narrative:
Continuation of d10: product ID: 8598a, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2026, product type catheter pro duct ID: 8596sc, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2026, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(6), ubd: 20-jul-2025, UDI#: (B)(4); product ID: 8596sc, serial/lot #: (B)(6), ubd: 23-may-2026, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from an healthcare provider (hcp) and patient via a manufacturing representative (rep) regarding a patient who was receiving baclofen (500 mcg/ml at 50mcg/day) via an implantable pump for intractable spasticity. It was reported that the catheter coiled at l2 and l3 outside the spine after the patient fell at work (no date was given). After the fall, the patient had a return of their spasticity. Troubleshooting included an MRI and a revision/replacement. Interventions taken to resolve the issue included that the pump and catheter were replaced. The issue was resolved at the time of the report. The healthcare provider (hcp) did not have any further information for the manufacturer.

Manufacturer narrative:
B5: correction submitted to update from baclofen to gablofen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from an healthcare provider (hcp) and patient via a manufacturing representative (rep) regarding a patient who was receiving gablofen (500 mcg/ml at 50mcg/day) via an implantable pump for intractable spasticity. It was reported that the catheter coiled at l2 and l3 outside the spine after the patient fell at work (no date was given). After the fall, the patient had a return of their spasticity. Troubleshooting included an MRI and a revision/replacement. Interventions taken to resolve the issue included that the pump and catheter were replaced. The issue was resolved at the time of the report. The healthcare provider (hcp) did not have any further information for the manufacturer.